Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) 21.5 diopter was explanted due to the patient being unhappy with their near vision. They experienced severe dysphotopsia with spider webs, glare and starbursts. There were no complications such as capsule tear, vitrectomy, incision enlargement or suture required. Reportedly, the patient is doing better. No further information is available.

Manufacturer narrative:
Additional information section d10: device available for evaluation, yes. Section d10: returned to manufacturer on, 02/24/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Lens was received submerged in an unknown liquid in a specimen cup along with a note (information previously captured). Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the condition of the return lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.